Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Haze and decreased vision are listed in the device labeling as known potential risks. (B)(4). Discarded by the facility.

Event description:
The patient underwent replacement of the raindrop corneal inlay in the left eye on (B)(6) 2016. Six months postoperatively, the inlay was explanted due to corneal haze and the patient's best corrected distance visual acuity was reported to be 20/40 (baseline unknown). Additional information has been requested.